Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was auto-repeated on the same instrument and repeated on an alternate instrument, resulting higher on both. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced and aligned the sample probe 1 mixer assembly. A mix and align tests were run, resulting as expected. Quality controls were run, resulting within range. The cause of the discordant, falsely low mg result was due to a sample probe 1 mixer malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.